Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer parent reported via phone call that the insulin pump had partial display. The customer¿s blood glucose was 201 mg/dl. Customer cannot seen it also insulin pump screen was cracked. The insulin pump was bumped. Customer stated they uses the insulin pump and seen the screen with a blank space. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The devise will be returned for analysis.

Manufacturer narrative:
Device received with cracked and bleeding lcd glass. Unable to verify missing segment due to physical damaged to lcd glass.